Event description:
Performance data was received in regard to the right ventricular (rv) lead. The lead subsequently tested out of specification during manufacturer's analysis of the data. Follow-up did not yield any additional information. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggesting a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. The analyst noted that there was a patient alert for rv pacing impedance equal to 1016 ohms on (B)(6) 2012. The weekly pace lead trend data showed an increase for minimum and maximum ventricular pacing equal to 640 ohms to 1024 ohms (range) between (B)(6) 2011 and (B)(6) 2012. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: additional performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The maximum ventricular pace impedance rises from 920 ohms the week ending (B)(6) 2012 to 1312 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the right ventricular lead impedance has been steadily rising.

Event description:
It was further reported that the patient heard an alert. The rv impedance was noted to have continued to increase. The pacing threshold was also noted to have increased proportionally.